Manufacturer narrative:
Complaint confirmed. Visual inspection identified that the central post and one of the tabs across the trial had broken off. The fragments generated during the event were not returned for analysis. The observed condition is most likely the result of excessive force used as the device was impacted. A review of the device history record with the complaint batch identified that the trial was manufactured in 2016, additionally.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported one of the tabs broke off when it was being impacted. This was discovered after that part of the procedure was completed. The tab was retrieved and the case was completed with no further issues. The patient is fine to date.